Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted due to infection. No additional adverse patient effects were reported. This lead has not been returned for analysis.